Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a tkr, patient had a "heavy fall" and noted that something popped with subsequent grinding sound and loss of movement/motion of knee. A revision surgery was performed and lgn ps high flex xlpe sz 3-4 11mm was noticed to be completely dissociated. A wash out was performed and insert was upsized from 11mm to 15mm thickness. The patient outcome is unknown.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a revision was performed approximately 3 months post tkr revision due to a ¿heavy fall¿ with subsequent ¿grinding sound and loss of movement/motion of knee¿ after something ¿popped¿. Reportedly, the surgeon was able to confirm the suspected (complete) dissociated poly liner intraoperatively and performed a wash out with an upsized poly insert (11 to 15mm thickness). The patient outcome is unknown. It was communicated that the requested medical documentation was not available. Reportedly, the root cause of the event(s) was the ¿heavy fall¿ with subsequent disassociation of the insert. The patient impact beyond that which was reported cannot be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device revealed in possible adverse effects that loosening, dislocation, subluxation, excessive rotation, flexion contracture, decreased range of motion, lengthening or shortening of the leg, looseness of components, unusual stress concentrations and extraneous bone can occur. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, surgical technique or size of device. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.